Manufacturer narrative:
An investigation of this complaint was completed and the clinical evaluation was able to confirm the reported event. A device or design issue was not identified with this event, no device evaluation was conducted. The root cause of the significant blood loss seems to be related to the operational procedure during the initial implant. Potential contributing factors to the reported event include; off label use, preexisting medical conditions, patient anatomy, and poor access morphology.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2016. During the initial implant the physician unintentionally lacerated the left common femoral artery which resulted in significant patient blood loss. The procedure was completed and the patient was in stable condition.